Event description:
Report provided by the end user states that they have noted a white spot on stoma. The end user also states that the stoma is rubbing against the flange. The end user's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product was made according to specification based on the results of this investigation. The quality systems in place are appropriate to prevent defects from occurring or detect defects in the event of occurrence. Future complaints will be monitored.